Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure using two (2) fast-fix 360, both t implants were deployed simultaneously and were removed from the patient. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection found the actuator was in the post t2/pre t1 position, indicating the device had been deployed twice. The t1/t2/suture were not returned. The original packaging was returned. An analysis of the customer provided images showed the outside box and identifying labels for each lot. A functional evaluation showed the actuator fires from both the t1 and t2 positions. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported failure are inadvertently pressing the slider twice or unintentional pulling of the suture. No containment or corrective actions are recommended at this time.